Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown sized trifecta valve was implanted on an unknown date. On (B)(6) 2022 the device was explanted due to severe aortic stenosis and a non-abbott device was implanted. There was no interaction between stent post and patient anatomy during explant. Upon explant, calcification on leaflets was observed. The patient was reported to be in stable condition.

Event description:
N/a.

Manufacturer narrative:
An event of aortic stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors no implant or patient related factors could be confirmed from the information received from the field as information related to implant procedure and patient medical history was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter could not be confirmed as the valve was not returned for histopathological examination, however information from the field indicated that calcification was noted to be present on the valve at explant. This reported calcification could have contributed to the stenosis, however without the return of the valve for histopathological examination, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.